Event description:
It was reported that the patient accidentally pulled his trial lead out on a door knob 12 hours after the trial started. The external neurostimulator had been working fine and he could feel stimulation where he wanted it. It was stated that the patient would proceed to a permanent implant. The patient also was in the hospital with a migraine until 10 pm, and was told it could have been from the anesthesia used during the trial. The patient was on percocet and ¿all these other pills.¿ because of the migraine, the patient could not feel the stimulation initially. The patient went home that night and threw up ¿all over his apartment.¿ the patient was redirected to his physician. Of note, the patient thought the implant site was infected, but the patients¿ health care professional stated it was not. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).